Event description:
I use tweezers to get it out- tampon, vagina [foreign body in reproductive tract]. (I use tweezers to get it out if the) string breaks- tampon [device breakage]. Use tweezers to get it out if the string breaks [complication of device removal]. Case narrative: consumer reported via social media that tweezers are used for removal if the string breaks. No serious injury reported.

Manufacturer narrative:
There is insufficient information to perform an investigation.